Event description:
It was reported that the preloaded intraocular lens (iol) had "cartridge sides breaks" which occurred during implantation into the right eye. Only the cartridge tip was in contact with the patient's eye. Directions for use were followed. There was no delay in procedure. Through follow-up, it was learned that the cartridge tip was damaged. There was no patient injury. No medical or surgical intervention was required. The procedure was completed successfully using another lens. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted, therefore not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 15, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge tip and with the plunger rod overriding the lens. The cartridge tip could be observed to be bulging around the lens. Further inspection of the cartridge revealed that there was not viscoelastic (ovd) residue dispersed throughout the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issues. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues. Visual inspection of the lens revealed that it was received inside of the cartridge tip. The lens was cleaned and, removed and could be observed to be torn and have a detached haptics. The complaint issue of ¿cartridge tip cracked/damaged¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.